Event description:
The complainant, director of the cardiopulmonary department stated, "during an intubation attempt, using a mac 4 blade, (batch number 160), on a 45 year old male pt, (weight approximately 170 pounds), reportedly, the blade broke where the blade connects to the handle. The hosp does not stock any metal blades. The pt ,who was under general anesthetic for elective surgery, has an anterior laryngea anatomy; (therefore), the physician had difficulty visualizing the (vocal) cords. When the physician lifted (with the blade), to view the glottical opening, the blade broke. Another rsp disposable laryngoscope blade (miller 3, batch 155) was used and the pt was successfully intubated immediately.